Event description:
The customer reported that the device was completely out of sound. No death or patient /user injury or harm was reported. The device was not in use for monitoring at the time of the alleged malfunction.